Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that a patient had been experiencing a loosening of the glenoid component. Subject underwent removal of implants and revision surgery. Patient ID : (B)(6).